Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for parkinson¿s disease. It was reported that the patient couldn't walk or talk two weeks after implant in (B)(6) 2013, which did not resolve.